Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 54 mg/dl. Customer¿s current blood glucose level was 68 mg/dl. Customer's sensor glucose value was 66 mg/dl. Customer inquired that the why insulin pump had suspending delivery. Customer was treat with food for low blood glucose level. The insulin pump will not be returned for analysis.